Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, copd, thyroid disorder nos, acute bronchitis, acute pharyngitis and upper respiratory infection. Concomitant products included medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometrial ablation, tooth disorder and pelvic discomfort outcome was unknown and the urinary tract infection and abdominal pain had resolved. The reporter considered abdominal pain, endometrial ablation, pelvic discomfort, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: discrepant data provided: onset date of the event abdominal pain was provided as prior to essure placement ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event outcome was updated- abdominal pain and uti was resolved. Event pelvic discomfort was added. Reporter information and product indication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, copd, thyroid disorder nos, acute bronchitis, acute pharyngitis and upper respiratory infection. Concomitant products included medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometrial ablation and tooth disorder outcome was unknown and the urinary tract infection and abdominal pain was resolving. The reporter considered abdominal pain, endometrial ablation, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: discrepant data provided: onset date of the event abdominal pain was provided as prior to essure placement ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, copd, thyroid disorder nos, acute bronchitis, acute pharyngitis and upper respiratory infection. Concomitant products included medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometrial ablation and tooth disorder outcome was unknown and the urinary tract infection and abdominal pain was resolving. The reporter considered abdominal pain, endometrial ablation, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: discrepant data provided: onset date of the event abdominal pain was provided as prior to essure placement ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet - events: dental problems, uti, pain, abdominal pain were added. Event injury was deleted. Essure lot number provided. Device category was upgraded from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.